Event description:
Boston scientific received information that this right atrial (ra) lead switched to unipolar configuration due to the lead safety switch. This lead was displaying an impedance measurement of 830 ohms and previous impedance measurements had been in the range of 460-480 ohms. The mode switch was activated due to atrial noise caused by myopotentials. The patient was asymptomatic. The patient will be seen again in december to reevaluate the lead. The lead remains in unipolar mode. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed. This ra lead displayed high out of range impedance measurements. Pacing and sensing was unavailable in bipolar configuration. This lead was switched to unipolar and measurements were within acceptable measurements. The decision was made to switch this lead to unipolar. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.